Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager dilatation catheter noted blood visible in the guide wire lumen, which is consistent with the device being advanced over a guide wire. The balloon was returned tightly-folded. The analysis confirmed that the hypotube shaft, including the jacket material, was separated approximately distal to the strain relief tubing. There was also a kink in the hypotube proximal to the separation. Since there was no report of any damage observed to the catheter prior to the procedure, this suggests that the damage occurred during use of the device, as reported. The fracture faces of the separation were ovaled, indicating that the hypotube bent or kinked prior to fracturing. Additionally, both ends of the separated jacket material were jagged and stretched, which is usually a result of tensile overload (material stress/fatigue). It is likely that the catheter interacted with other devices and/or the patient anatomy during advancement, such that the shaft kinked/bent and separated as a result. Kink or bends in the shaft can then lead to weakening of the shaft material, such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. Potential factors that can contribute to shaft separations during use include, but are not limited to, damage during manufacturing, materials, removal technique from the packaging, handling during device preparation, an interaction with the patient anatomy, or from an interaction with accessory devices. No patient anatomical information was provided, which may have aided the investigation. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received and the analysis of the returned product, the reported shaft detachment/separation appears to be related to operational context of the device and not a product quality deficiency. All dilatation catheters are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify shaft integrity and tensile strength.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during a procedure the voyager shaft became bent and separated at the proximal marker band. The voyager was removed from the anatomy in 2 pieces. There was no reported adverse patient effect. No additional information was provided.